Event description:
Sales team reported: intertrochanteric fracture. Revision surgery occurred as a result.

Manufacturer narrative:
The reported event could be confirmed. Since the x-rays and medical records of the patient were provided, the competences of a medical expert were requested. After the analysis of the documents, their statement is the following: "the reduction is far from ideal. This can have an influence on the load on the lag screw, especially since the distal screw is not used dynamically. The distal screw is already proximal in the oblong hole, which is already seen on the intra-operative pictures. This means there is no way the fracture can compress. Since the reduction is not ideal and there is no way for the fracture to compress itself, there will be a possibility of motion in the proximal part of the nail, the connection between lag screw and nail will get too much loading. Furthermore, I don¿t know how the set screw was used, whether it was tightened completely, or whether some sliding was allowed. This could also influence negatively the loads on the nail-screw connection. [...] The major reason for failure remains to be the reduction which shows the medial malalignment and gap, which is especially prone for failure." As a summary, an inadequate reduction of the bone fracture can be considered the first root cause that would have caused the heightened mechanical loads that the nail was seeing. Furthermore, inspection of the returned device revealed the following: the breakage of the nail occurred because of the fatigue of the material. The rest lines that are clearly seen are the proof that a constant repetitive mechanical load was applied on the device for a while, until the material broke. The misdilling traces that can be seen on the device could also have contributed in introducing weak points from which the cracks could either have started or had appeared after and propagated. More details can be found in the attached image documentation report. Following the analysis that the medical expert of stryker gave, the inadequate reduction of the bone fracture can be considered the first root cause that would have caused the heightened mechanical loads that the nail has seen, and that resulted in the breakage. This is confirmed by the results of the analysis of the surface breakage of the nail, which shows clear signs of a fatigue fracture. As a result, this case can be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Sales team reported: intertrochanteric fracture. Revision surgery occurred as a result.